Event description:
Suction cups on aquajoy bath lift comes off of chair and chair turns over in tub with pt on it. Two rear suction cups are torn around the thicker area where the reinforcement attaches. Front suction cups simply slip off of the stems which attach the cups to the seat. Suction cups remain stuck to the tub bottom, but the chair backs off of the cups. Suction cups are on back order, so no solution to problem to replacing defective cups, but no evidence that cups will not continue to fall off the chair. Dates of use: (B)(6) 2012 - (B)(6) 2013. Parkinson's disease.